Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports they received 9 in the pack instead of 10.

Manufacturer narrative:
The device history record (DHR) was reviewed for lot # 15e161162x produced on 05/27/2015 and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. A root cause for the reported condition is attributed to the manufacturing process when a sponge was accidently removed from a stack of sponges. This process could lead to a stack that should contain ten sponges to have shortage of sponges within the stack. This can potentially occur when handling the product, during the packaging stage of processing. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the compliant. This lot was produced prior to the implementation of the changes made by the CAPA. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.